Event description:
It was reported that a cartridge change error occurred. Additionally, there was reported debris on the guide rail. The customer used an alcohol wipe or lint-free cloth to clean the pneumatic tap area on the pump and reloaded the cartridge to resolve the issue. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.